Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a device preparation for a pacemaker replacement procedure, incorrect measurement issue was observed on the device. It took a while to read the new pacemaker. As waiting for the completion of data reading, ¿invalid program¿ button was indicated. Once the button was pushed, the message ¿nominal parameter is loading¿ appeared although the parameters were not nominal. The device was rebooted, and the data was attempted to read again. It took a while to read, and the programmer was frozen. The programmer was forced to reboot. A new pacemaker was implanted. The issue was resolved successfully. The patient was stable.